Manufacturer narrative:
As reported, capsure straight fixation device deployed two fasteners in single fire. The subject device was not available for evaluation. Based on the information provided and without having the sample to evaluate, no conclusions can be made. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/ reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, during a laparoscopic inguinal hernia repair (tapp) procedure the capsure fastener did not fire properly. When the trigger was pulled again, there were two fasteners stuck together. One fastener fixated successfully, and the two fasteners which deployed stuck together were removed from patient's body. The surgeon dry fired the device to check if the problem re-occurred and same issue occurred even when the surgeon was changed. Another product was used to complete the procedure. There was no patient injury.